Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of rexk1208 showed no other similar prod complaint from these lot numbers.

Event description:
They informed us that during the removal of a catheter one portion, reportedly about 12 cm, remained inserted into the pt arm because the catheter was allegedly broken. It was removed the portion surgically.